Event description:
It was reported that during use the cardiosave intra-aortic balloon pump unit is receiving a gas loss message. No harm to patient reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not reproduce the customer complaint gas loss in circuit. The fse did verify the alarm in the logs. Functional tested and found a second issue. The helium leak test was failing and found the high pressure regulator seat was gouge due improper seating of the tank. The fse replaced the high pressure regulator. Functional tested without any further issue or failure. Completed pm with all functional and safety tests per manufacturer specifications. The removed regulator, hi pressure,helium, was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received regulator, hi pressure,helium, with a reported unit failure of a helium leak due to the regulator seat being damaged. The fat performed a visual inspection and found the part to have damage on the helium tank seating. Unable to install properly a helium tank to verify the helium leak due to the damage. Fat verified the damage on regulator, hi pressure,helium. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump unit is receiving a gas loss message.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.